Manufacturer narrative:
Insulin pump missing segments due to cracked lcd zebra connector. Insulin pump received with cracked display window corner, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the insulin pump had a line of pixels that ran horizontally across the screen and stopped the customer from operating it properly. The customer stated that he had noticed the issue a week ago and that the damage had worsened since then. The blood glucose reading was 78 mg/dl. He was unaware of how the damage occurred. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.